Event description:
Patient underwent a two - level tcmd at c4/5 and c5/6. At c5/6, the beta-tcp implant (curasan ceresorb) collapsed in the cranio-caudal dimension. The patient presented with poor bone quality, verified by dexa scan post-operatively. Additional, the anterior inferior edge of the c5 vertebral body appeared to have fractured, with the fragment angled anteriorly, and perhaps hinged superiorly. The loss of support in the anterior column is associated with a loss of lordosis at this segment. Potential factors that may have led to the described event are low entry point at c4, excessive removal of c5 body, excessive removal of c5/6 disc, osteoporosis, or osteopenia previously undiagnosed. Patient revised week of on (B)(4) 2013 with acdf with good prognosis.